Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. The visual inspection under magnification of the wand shows extensive electrode wear with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. The middle and the upper "electrode" is broken/detached. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was activated in saline solution using a known good coblator ii controller p/n13546-02. The ablate- and coagulation- function performed on the remaining stubs of electrodes. The suction- and saline lines were tested and performed as intended. The complaint was verified and the root cause could not be determined with certainty; several factors that could contribute extensive wear; factors (1) may result from vigorous use against bony surfaces; (2) irregular wear of the electrodes leading to malfunction (3) electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases (4) rate of saline flow. These effects will compromise the performance resulting in product malfunction, failure, or patient injury. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during case the electrode fractured and wire of the cutter head was broken so the rate of ablation and coagulation was reduced. No patient injuries or significant delay reported, a back-up device was available.